Event description:
It was reported that the cuff of this artificial urinary sphincter was explanted and replaced with a smaller cuff as the physician decided it would be a better fit for the patient. No patient complications were reported and no further information is available, per the field representative.

Manufacturer narrative:
Date of event: approximated based on date of explant as date of onset was not provided.